Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was treated with fluids in the emergency room for diabetic ketoacidosis. Customer's blood glucose level was 83 mg/dl. Cause was unknown. Customer left the emergency room same day feeling 'alright'. Although requested, no additional information was provided.